Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. Upon further analysis of the material, it was identified as a white fiber. Which is not a component derived from the endoscope. It is likely the material is a cellulose fiber used in gauze or masks. Therefore, it is possible the cellulose fibers, such as those from the gauze used in the reprocessing procedure, may have come loose and adhered to the scope causing it to clog the air and water delivery nozzle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates that foreign material was found on the nozzle. There was no patient involvement.